Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a symphion fluid management accessory device was used in a hysteroscopy procedure performed on (B)(6) 2017. According to the complainant, during preparation, when they plugged the pressure sensor into the console, the controller prompted a faulty pressure sensor message. The procedure was completed with another fluid management accessory device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One symphion fluid management accessory device was received for analysis. Visual examination of the returned device revealed that there were no damage noted to the connector, cord or pressure sensor. Functional analysis revealed that it was possible for the pressure sensor connector to be inserted into the receptacle on the controller and for the pressure sensor to physically connect to the endoscope. However, the console displayed "pressure sensor test failed. Replace pressure sensor" error message during set-up. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a symphion fluid management accessory device was used in a hysteroscopy procedure performed on (B)(6) 2017. According to the complainant, during preparation, when they plugged the pressure sensor into the console, the controller prompted a faulty pressure sensor message. The procedure was completed with another fluid management accessory device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.